Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during dialysis (treatment) mode. Upon follow-up with the cm, it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment. The blood leak was visually observed from the hansen line to the dialyzer housing. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was less than 100 ml. Immediately following the event, the patient was able to complete treatment after being set up with new supplies on a different machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Additional information: a1, a3.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during dialysis (treatment) mode. Upon follow-up with the cm, it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment. The blood leak was visually observed from the hansen line to the dialyzer housing. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was less than 100 ml. Immediately following the event, the patient was able to complete treatment after being set up with new supplies on a different machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during dialysis (treatment) mode. Upon follow-up with the cm, it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment. The blood leak was visually observed from the hansen line to the dialyzer housing. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was less than 100 ml. Immediately following the event, the patient was able to complete treatment after being set up with new supplies on a different machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for evaluation.